Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the pre-test the cuff had a leak. There was no patient involved.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed the cuff held the air. The sample was submerged into a container filled with water and no leaks were observed. Formal investigation has been initiated to address air restriction issues. Information has been added to the database and trends will continue to be monitored. Correction: (name, email). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.